Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient uses a 4.0 ped shiley and has had repeated issues with coughing/gagging and bleeding. Prior to the tracheostomy tube change, two different tracheostomy tubes of the same size and type were compared and the angle of the tubes were noted to be quite different - one appeared to have a wider angle. There is no report of serious injury or death associated with this event.